Event description:
Complainant alleged that the nurse defibrillated a male patient (age unknown) once at 200 joules and a second time at 300 joules, but upon the nurse's attempt to defibrillate the patient at 360 joules, the device displayed a "monitor standby" message. The nurse then set the joules to 300 and delivered the 300 joule shock to the patient. The patient appeared to have received a 300 joule shock, but the device recorder strip indicated that the device had delivered a 2 joules shock to the patient. "The nursing staff immediately obtained nearby defibrillator for remainder of the code." "The patient was not injured, due to the fact that a near by defibrillator was used. However, patient was not successfully resuscitated."